Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed bilateral lung ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After flushing the sheath, when preparing to insert the device, air bubbles were noticed. At this point, the sheath had not yet been placed in the body. Eventually, the physician decided to place it first and then perform a withdrawal. The procedure was completed successfully with the original device without patient complications. The sheath is expected to be returned for analysis.